Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The expected therapy time was 24 hours, however after 17 hours the patient noticed that bladder within the pump was mostly full. A kink was observed in the line. The nurse flushed and repositioned the line. Approximately 30% was left in the pump. The device had been filled with 3692mg fluorouracil in 240ml of solution. The pump was disconnected 48 hours after it was connected; roughly 30ml was left in the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.